Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to corrupted language file. It could not be firmly established how the software became corrupted. A replacement device was shipped to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device had no voice prompt after new batteries installed. Complainant did not indicate that there was any patient involvement in the reported malfunction.